Manufacturer narrative:
The lead was successfully repositioned without further incident. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that this lead exhibited high pacing threshold measurements and loss of capture (loc) that resulted in an unknown duration of pacing inhibition and syncope. An invasive procedure was performed. Lead insulation damage was observed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the clinic for an unrelated reason. The patient's heart rate was observed to be 40 beats per minute (bpm) and the patient complained of a headache. The lead exhibited loss of capture (loc). The patient was admitted to the hospital for a chest x-ray. X-ray imaging revealed that the lead had dislodged. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.